Manufacturer narrative:
Reason for reoperation: d6b, h6.

Event description:
Healthcare professional reported right side ruptured saline implant. The device has been explanted.

Event description:
Healthcare professional reported right side ruptured saline implant. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: fold creases, total delamination of valve, one linear opening, wear abrasion and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve and one opening crease smooth. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ruptured saline implant. The device status is unknown.